Event description:
It was reported that pump generated repeated cartridge alarms unrelated to the load process, including cartridge alarm 20, while customer was using consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, cts arranged replacement pump under warranty, instructed customer to place original pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label, which customer acknowledged and understood.